Event description:
Bifuse was used for chemotherapy administration paired with hydration fluids. Once chemo infusion was finished, bifuse was removed and the tip of the bifuse broke off into the clave attached to the central line. This delayed administration of the next chemo infusion, which was time sensitive.